Event description:
Da vinci instruments have switched to peel pack. We've noticed a significant decline in product quality. In this incident, a fenestrated bipolar was used until we noticed a bare wire sticking out. We immediately retrieved and switched to a new fenestrated bipolar. Unprotected peel pack instruments are more prone to damage especially at the working end.